Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalized high readings and low blood glucose from the insulin pump. The customer's blood glucose reading was 600+ mg/dl during emergency room visit. The customer stated that he was hospitalized for diabetic ketoacidosis. The customer stated that he was sick and vomiting. The customer also had blood glucose reading of 80 mg/dl and treated with food. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer had an MRI done at the hospital with the pump on. The customer was assisted with the displacement test. The customer stated that the test passed. The customer was advised to monitor the pump and call back if issues persist.